Event description:
The patient underwent surgery due to unspecified reasons involving a boston scientific tactra device. A new boston scientific tactra was implanted.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.